Event description:
As reported by an affiliate, a 0.035 terumo radifocus guidewire would not pass through the cordis powerflex p3 balloon shaft in the patient. Another powerflex had been used over the guidewire without reported difficulty prior to the resistance. There was no patient injury reported. It was reported that the physician inflated the balloon after it was removed from the patient. The product was returned, but the guidewire was discarded. Product analysis revealed an inner catheter body perforation.

Manufacturer narrative:
The initial complaint was received on (B)(4) 2012, but the file met MDR reportability criteria when the product analysis was completed on 9/12/2012 indicating there was a inner shaft leak. This is an initial/final MDR report. Product analysis: one non sterile catheter powerflex p3 f5 10x4 80 was received coiled inside a plastic bag. The balloon was inflated and deflated. No other anomalies were observed in the returned device. During an attempt to inflate the balloon, a leak was found in the inner body, before the proximal marker band. The balloon could not be inflated, and liquid exited from the tip of the catheter. This condition was noted when the inflation test was performed without having a guide wire inserted in the catheter. A .035" cordis gw was introduced at the lumen of the distal tip without difficulty. Results showed that the inner body external surface exhibited a perforation. The balloon external surface exhibited no evidence of mechanical damage. The inner body and the balloon presented evidence of heat damage. The power flex inner body was perforated just proximal to the proximal marker band which created a cross-talk and balloon inflation failure. It seems that an amount of heat was applied to the inner body, consequently perforating the wall and also affecting the internal surface for the balloon; however, this could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Complaint conclusion:the customer complaint of guidewire lumen obstruction was not confirmed since a wire could be inserted through the guidewire lumen without difficulty. The exact cause of the inner body leakage could not be conclusively determined. An internal investigation has been opened to address the inner body leak.